Manufacturer narrative:
(B)(4). G2 - report source - foreign - canada. H6 - suggested component code- mechanical (g04) ¿ drill. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that while the surgeon was using the drill bit to drill through the mucosa and bone to place 1.5mm screws for imf fixation, the drill bit fractured. This also happened with another drill bit. There was no reported patient injury as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and/or corrected information. Updated: d4, d9, h2, h3, h4, h5, h6 and h11. Complaint sample was evaluated, and the reported event was confirmed. An investigation was conducted on the returned drill. The drill shows signs of attempted use including marking and scratching on the drill surface. Further inspection of the drill shows that it has fractured near where fluted portion of the drill meets the drill body. A dimensional analysis was conducted on the drill and the drill was found to be conforming. The fractured tip was not returned. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.